Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has had fluctuating impedances since (B)(6) 2024. The user was mapped accordingly, and hearing performance was never affected. In the past few weeks, the hearing performance has deteriorated as reported by parents and therapistspost-op x ray has been advised. Re-implantation is being considered.